Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of foreign body left in patient and asd, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Additionally, the IFU instructs the user to remove the gripper line prior to removal of the cds; otherwise, the gripper line no longer has structural support of the lumens inside the delivery catheter, which can make gripper line removal difficult to impossible. All available information was investigated and the reported inability to remove the gripper line appears to be a result of user error; the reported gripper line break was likely a secondary effect of the difficulties/resistance encountered during removal of the line. The reported patient effects of asd and foreign body left in the patient appear to be a result of procedural conditions, as the force used to remove the gripper line resulted in an asd and a gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is filed for difficulty removing the gripper lines. It was reported that on (B)(6) 2017, the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue. During deployment of the second clip, it was forgotten to remove the gripper line prior to removing the clip delivery system (cds). Resistance was noted when removing the gripper line and force was applied in an attempt to remove the gripper lines. A 4french multi-purpose catheter was introduced over the gripper lines for support; however, the gripper line broke and a 3-4 cm segment remained attached to the clip. A severe atrial septal defect (asd) occurred. The patient was referred to another facility for surgical treatment; however, it was decided to not treat the asd, as the patient was clinically stable. The procedure ended with the mr reduced to grade 1. No additional information was provided.